Manufacturer narrative:
The pse evaluated the device during an inspection prior to implementing field correction order. The pse determined the internal battery no longer holds a charge and required replacement. A service quote was sent to the customer for approval. The manufacturing date indicates the failed component battery was older than 5 years of age. The philips respironics v60 ventilator user manual provides a schedule of preventive maintenance to the customer and recommends battery replacement every 5 years. The battery replacement is based on the date of manufacture recorded on the battery label. The battery age is also viewable in the diagnostic mode on the system information screen. The engineer provided their analysis findings and a quote for replacement to the customer, however we are unable to confirm the final disposition of the device because the customer declined service by not approving repair. The investigation concludes that no further action is required at this time

Event description:
Philips received a complaint from a manufacturer's product support engineer (pse) reporting the battery on the v60 ventilator failed pre-operational testing. The unit was not in clinical use. There was no report of harm. The pse evaluated the device during an inspection prior to implementing field correction order the pse determined the internal battery no longer holds a charge and required replacement. A service quote was sent to the customer for approval. The manufacturing date indicates the failed component battery was older than 5 years of age. The philips respironics v60 ventilator user manual provides a schedule of preventive maintenance to the customer and recommends battery replacement every 5 years. The battery replacement is based on the date of manufacture recorded on the battery label. The battery age is also viewable in the diagnostic mode on the system information screen. The investigation is ongoing.